Event description:
A malfunction in the pump, indicated by malfunction code 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after following these instructions, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue happened again.